Manufacturer narrative:
The inspection by oekg also confirmed followings; the coupler was deformed. There was a crack in the video connector. The camera cable was damaged. Oekg reported that the image abnormality occurred because the imaging unit of the device was out of order. This device had been returned to olympus in april 2019 to replace the ccd unit and camera cable board. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a problem with endoscopic images. Then, olympus inspected the device at the service department of olympus (B)(6) (oekg) and found that the endoscopic image was not displayed. This event was found when this device is used in combination with a video processor. It was also found that the white balance could not be adjusted with the error message e311 due to a defect in the image function. These events are MDR reportable malfunction. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. A strong impact was applied to the camera head and the ccd unit was broken. The video connector and the processor had a crack and communication failure occurred. The ccd unit of the device was degraded with age. If significant additional information is received, this report will be supplemented.